Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted to the keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners, cracked belt clip slot and a stained end cap sticker. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error during a bolus. The blood glucose reading was 89 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.